Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 470 mg.dl. The mother stated that the insulin pump was not delivering insulin properly, and would like it replaced. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads and a broken belt clip slot.